Manufacturer narrative:
Siemens has completed an investigation of the event. The root cause was determined to be a user error. During investigation it was found that this was a patient with unclear consciousness, however, the technician did not use restraint straps to fix him, and the patient lifted his knee during scan. After phs horizontal entering into the gantry, the raised knee exerted strong pressure on the plexi ring. As a result, the plexi ring was deformed by the top pressure, and then the rotation parts inside the gantry and the deformed parts of the plexi ring were scratched, which caused the plexi ring to be damaged. The patient's knee had a minor abrasion which was disinfected with iodine. No additional medical treatment was needed. The plexi ring was fixed in the gap between the front and rear cover, which is designed according to iec 60601-1:2012, cl. 15.3 and passes related tests by a third party recognized by nmpa. There is no special requirement for the position of the seams. The strength of all parts of the plexi ring, including the seams, meets the requirements of relevant regulations. There is no design defect regarding plexi ring of gantry. Based on the operator manual, c2-082b-c.621.02, it is clearly indicated with the following safety information and instruction that the patient needs to be fixed on the table, and the operator needs to observe the patient during the measurement to avoid injury to the patient. A siemens service engineer replaced the plexi ring and the system was returned to clinical use. Assessment does not indicate a system failure or malfunction, and no non-conformity was identified. This report has been submitted with an abundance of caution.

Event description:
It was reported to siemens that an adverse event occurred while operating the somatom go.top CT scanner. During an examination, the patient exerted force on the plexi ring of the system with his knee, which was hit by the rotating components inside the gantry, causing the plexi ring to tear off. The examination was immediately terminated, and the patient's knee was checked. The patient's knee had a minor abrasion which was disinfected with iodine. No additional medical treatment was needed, and we are unaware of any further impact to the state of health of the patient involved. This report has been submitted with an abundance of caution.